Manufacturer narrative:
Additional information received on (B)(4) 2017: it was reported that the handpiece did not show any power.

Manufacturer narrative:
Integra has completed their internal investigation on 03/10/2017 . The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the DHR for cusa excel handpiece c2602 serial number (B)(4); work order (B)(4)manufactured in (B)(4) under work order (B)(4), transducer serial number (B)(4), coil form traceable reference (B)(4), was reviewed and no anomalies that could be associated with the complaint were observed. Date of manufacture: oct-2014. Service history for cusa excel handpiece c2602 serial number (B)(4): (B)(6) 2017 ¿ service report is failure analysis for the complaint incident; confirmed due to faulty transducer. (B)(6) 2016 ¿ date of last repair; electrical safety test performed by field service engineer; released within specifications. The reviewed service history identified no trend in service history. The DHR review has been deemed satisfactory. Review of complaints in trackwise: a minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed in trackwise® using the following key words ¿faulty transducer¿ in the search criteria. Rate of occurrence: during the time period ¿jan-16 to feb-17¿, the global product usage for cusa excel handpieces was calculated as 111,516 usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. 1 tubing set is used per operation / procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 53 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as 0.048% of procedures. Conclusion: product was returned and the evaluation verified the complaint incident as valid. Root cause determined; cause of the handpiece failure was due to faulty transducer serial number (B)(4). No new corrective action / preventative action is deemed required based on the risk management acceptability review and no adverse trend statistically identified. No further action is required. Future complaints will be continued to be monitored and trended.

Event description:
It was initially reported that the device was being sent to integra for repair. Additional information was received on 25jan2017 with the following: a female patient in her 40's was to undergo a brain tumor resection. The issue was discovered before the procedure. The patient was already asleep when the issue occurred. There was no patient injury reported. However, there was a 20 minute surgery delay due to the product problem. There was no patient adverse consequence due to the delay. The procedure was completed. Patient outcome was as expected; no difference because of the problem experienced with the handpiece.